Event description:
Revision surgery with exchange of the bicon-plus rexpol insert. Update 4/26/2017: revision surgery due to aseptic loosening of the stem with exchange of the sl-plus stem, ceramic ball head and bicon-plus rexpol insert.